Event description:
It was reported that towards the end of the atrial fibrillation (afib) procedure , a pericardial effusion was noticed on fluoroscopy and was confirmed through intracardiac echocardiography. A pericardiocentesis was performed and 400 cc of fluid was removed from the pericardial space. The patient was stable and admitted to the ICU and was under observation. Upon request, the bwi field representative provided additional information on the event. The event was not attributed to a transseptal puncture. It occurred during the ablation phase. The physician thinks, it occurred while he was burning on the appendage side of the ridge. The physician stated that he was intentionally on that side to reduce the chance of pulmonary stenosis. There were 39 ablations that the patient received before the event. There were no other factors that would have contributed to the cardiac perforation event. The user didn't experience any difficulty in manipulating the catheter. The physician didn't notice any abnormal signals. The rf generator was set to "power-control" mode at 30w. The temperature cut off setting was set to 40 and the flow setting was set to 15. An agilis sheath was used. Anticoagulation was used in the procedure. The act maintained during the procedure was greater than 350. The patients updated health status is stable.

Manufacturer narrative:
(B)(4). It was reported that towards the end of the atrial fibrillation (afib) procedure , a pericardial effusion was noticed on fluoroscopy and was confirmed through intracardiac echocardiography. A pericardiocentesis was performed and 400 cc of fluid was removed from the pericardial space. The patient was stable and admitted to the ICU and was under observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was then evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Cool flow pump,u.s. Ship kit; model #: m-5491-02; serial #: (B)(4). Webster 4 pole w/ auto ID; model #: d-1079-259-s; lot #: 15654372m. Awaiting product to be returned to be analyzed. Soundstar 3d 10f-90; model #: m-5723-05; OEM lot #: s1075308. Awaiting product to be returned to be analyzed. Lasso- electrophysiology catheter; model #: d-1220-40-s; lot #: 15650097l. Awaiting product to be returned to be analyzed. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).